Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer went to bolus and the numbers were scrolling on its own. Customer tried replacing the battery but the pump said weak battery. Customer inserted a new battery and received a button error alarm. Customer's blood glucose was 133 mg/dl at the time of the incident. Customer was using a (B)(4) aaa alkaline battery. Customer was explained that a weak battery will occur prior to a failed battery test alarm or low battery alert. It was explained that using other battery brands may result in a reduced battery life. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent button response on all buttons due to flattened button dome switches. No button error alarm was noted during testing. No unlocked lcd keypad connector noted during visual inspection. No unexpected numbers scrolling during testing noted. The pump was monitored, and no weak battery or failed battery test alarms were noted. All operating currents were within specification. The pump passed the self test. No unexpected low battery or of no power alarms were noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.